Manufacturer narrative:
(B)(4). The manufacturer's address has been corrected.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample reportedly is not available for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the bullet tip broke off in the ligament. The physician was not able to retrieve the tip. The patient's condition was reported as fine.